Event description:
Accucheck machine was not working. Error message indicated (1) system busy, (2) needed to run a qc, and (3) lot number did not match. Could not proceed.device #1is this a laboratory device or laboratory test?yes.this problem involved: the reagent.the instrument.which of the following problems did you observe:repeated error message.